Manufacturer narrative:
Carefusion complaint number: (B)(4). Should additional information be received then an additional report will be submitted. (B)(4). The carefusion field service representative (fsr) has evaluated the suspected device. The fsr confirmed an internal gas leak in the gas delivery engine as the possible cause to the reported issue. The gas delivery engine was replaced and calibrated. The device is now operating properly to service specifications. The suspect component will be returned to carefusion's failure analysis lab for further evaluation. Upon completion of the failure investigation, a supplemental report will be submitted.

Event description:
The customer reported that when turning on the ventilator they were receiving a "vent inop", "safety valve open", and "low peep" alarms and the ventilator was not ventilating. This occurred during service so there is no patient involvement.

Manufacturer narrative:
Device evaluation: results of investigation: the suspect gas delivery module (gde) was returned to carefusion's failure analysis lab (fa) where a failure investigation was performed. The fa lab evaluated the calibration data of the gas pressure transducers. The transducer alarm board (tca) was tested, which revealed a reference voltage failure of one of the transistors associated with the gas pressure transducers. The reported issue was duplicated by the fa lab. At this time, the root cause has been isolated to the tca assembly.